Event description:
It was reported that an implantable defibrillator (ICD) was upgraded to a bi-ventricular ICD. It was further reported that the defibrillation lead could not be removed, that the physician cut a proximal portion of the lead, capped and and replaced the lead. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.